Manufacturer narrative:
Information regarding medical device, common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA (510k) #: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. One of the catheters was returned with reddish brown fluid inside the tubing and discoloration throughout the catheter as well as on the tip of the catheter. The other catheter appeared to be unused. The red activation knob was fully engaged in the handle and the ¿on/off¿ switch was off. When tested as returned, the device did not spray powder. When the red activation handle was removed, the device did not discharge. Upon inspection of the carbon dioxide cartridge, the cap was not fully punctured preventing activation of the device. The inspection of the carbon dioxide cartridge and lance confirms the device was of a previous design. The cap of the carbon dioxide cartridge was measured and was greater than the specification. The carbon dioxide cap was out of specification. The device was tested with a new carbon dioxide cartridge and activation knob and sprayed as intended. When tested with the unused catheter, the device continued to spray as intended. When tested with the used catheter, the device sprayed once and released dark chunks of powder out of the distal end of the catheter and then stopped spraying. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause of this observation is the cap of the carbon dioxide cartridge was not penetrated due to the cap thickness being out of specification. A corrective action was completed for incidents of this nature, this lot was number was manufactured prior to implementation of the corrective actions. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been completed in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. [The physician] said that upon activation of the hemostat, there was no powder deployed as they pressed on the deploy button. Since there was not any powder deployed using this hemospray, the case was then finished by flushing with adrenaline and the bleeding stopped. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.